Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. (B)(4) device eval anticipated, but not yet begun.

Event description:
It has been reported to us that during the procedure, the shaft broke in two pieces. All of the pieces were removed from the pt.